Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty battery pack. The battery pack was replaced to resolve the report. The device was tested and returned to manufacturing for further processing. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.